Event description:
It was reported that the patient experienced increased swelling at the intra-aortic balloon pump (iabp) site as well as reduced hemoglobin levels. On (B)(6) 2022 the patient underwent a computerized tomography (CT) scan with the results showing a rectus hematoma measuring 3.4x13cm. It also showed asymmetric thickening and hyperdensity within the left rectus and adjacent abdominal muscle consistent with muscular hematoma. No retroperiton stranding in the right groin subcutaneous fat likely represents regional hematoma without discreet collection. On (B)(6) 2022 the patient went into atrial fibrillation / flutter with an elevated heart rate. Patient received amiodarone bolus followed by drops and converted back to sinus rhythm. The patient was asymptomatic at the time. On (B)(6) 2022 the patient had a brief episode of left nair epistaxis which resolved with pressure holding and nose spray.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the arrhythmia in this event was unlikely to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system (lvas) serial number (B)(6) on (B)(6) 2022. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, is currently available. Section 1, "introduction," lists cardiac arrhythmia and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.